Event description:
Fenestrated, curved grasper that was being used in surgical procedure broke during use. All parts were recovered and removed from the pt. Broken instrument placed into biohazard bag and taken down to spd at the end of the case. FDA safety report ID# (B)(4).